Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be update. At this time, our investigation is complete.

Event description:
Updated information: please note that this lead is not manufactured by boston scientific. Therefore, the initial report was not required to be submitted from boston scientific.

Event description:
Boston scientific received information that the pacer dependent patient with this left ventricular (lv) lead was hospitalized after intermittent loss of capture (loc) on both the lv and right ventricular (rv) lead. The lv and rv lead also displayed high pacing thresholds. A revision procedure was performed during which the lv lead was turned off. Attempts to place a new lv lead were unsuccessful. There were no additional adverse patient effects reported.